Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated that the device has been repaired and returned to service. The device will not be returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.